Manufacturer narrative:
Results: visual inspection of the returned prod found no visible damage to the lens. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The rptr stated the surgeon inserted an aa4204vf silicone single piece lens and the lens tore. The rptr stated that the capsular bag was also torn when the lens was inserted. The lens was removed with no pt injury. No enlarged incision or sutures. No vitrectomy performed. The rptr stated this facility uses a competitor's phacoemulsification sys. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.